Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken battery cap, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed recurring failed battery test. Customer's blood glucose level was not reported. The customer was calling back after receiving a new battery cap. The insulin pump had a blank display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.